Manufacturer narrative:
Other, other text: two pictures and one unit was returned for evaluation. From the pictures, there was a missing clamp. The returned sample was also missing a clamp. The complaint was confirmed. The most probable root cause for this condition is that procedure mp d-60 rev. 107 was not correctly followed, it was omitted to place clamp. All mitigations on placed were verified and it was confirmed has been executing according, therefore no corrective actions were implemented, it will be continue monitoring this failure condition in this product for threshold or escalation.

Manufacturer narrative:
Only the month ((B)(6)) and year (2021) of the event date are known. (B)(6).

Event description:
It was reported that the level 1 trauma fast flow disposable package was missing a clamp that was needed for connection to the solution administration bag. This product issue was observed prior to use on a patient.